Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned. The catheter shaft was noted to be broken/ fractured at 3cm from the hub. A functional test was not required as the defect was visually confirmed. Therefore, it was confirmed that the device was fractured. It is probable that the device was fractured during advancement during the clinical procedure. An assignable cause of procedural factors will be assigned to the investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Based on review of the investigation of the returned catheter (subject device), it was revealed that the catheter shaft was broken/ fractured during use. There were no clinical consequences to the patient.